Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pain in my sides / pain once in a while on my right side') in an adult female patient who had essure (batch no. 754207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, arthralgia, multigravida, parity 3, dysfunctional uterine bleeding and uterine bleeding. Concurrent conditions included acute sinusitis, right lower quadrant pain, metrorrhagia, menses irregular, nephrolithiasis, ovarian cyst, menometrorrhagia, per vaginal bleeding, menstrual flow excessive, nabothian cyst, adenomyosis, ovarian serous cystadenofibroma, uterine bleeding and uterine bleeding. Concomitant products included mestranol; norethisterone (ortho novum) from 2013 to 2018 for bleeding genital as well as ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / heavy and blood clotty periods"). In (B)(6) 2014, the patient experienced dental caries ("dental problems: tooth decay"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue / fatigued") and was found to have weight increased ("weight gain/ I have gained weight"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), breast tenderness ("my breasts are tender"), feeling abnormal ("my mind is foggy"), palpitations ("I have been experiencing like a rush in my heart (irregular palpitations)"), malaise ("feeling sick"), abdominal distension ("feel like bloated"), back pain ("back hurts"), flatulence ("gas"), nausea ("nausea"), mood altered ("moody"), menstruation delayed ("last menstrual cycle at the end of october now 11 december still no cycle / missed menses"), tooth fracture ("dental problems: teeth break") and breast pain ("boobs hurt"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, breast tenderness, feeling abnormal, palpitations, malaise, abdominal distension, back pain, flatulence, nausea, mood altered, menstruation delayed and breast pain outcome was unknown, the vaginal haemorrhage, menorrhagia, dental caries, fatigue, weight increased and tooth fracture had resolved and the migraine was resolving. The reporter considered abdominal distension, back pain, breast pain, breast tenderness, dental caries, fatigue, feeling abnormal, flatulence, headache, malaise, menorrhagia, menstruation delayed, migraine, mood altered, nausea, palpitations, pelvic pain, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. There were 4 trailing coils on the patient's left side. There were 3 coils on the patient's right side. Discrepancy in date of insertion, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2017: impression: nonobstructive right nephrolithiasis. Left ovarian cyst. Presence of free fluid might indicate recent cyst rupture. Correlation with pelvic ultrasound is recommended.. Hysterosalpingogram - on (B)(6) 2011: as per pfs: result: total bilateral occlusion. As per mr: impression: both the right & left essure devices are in normal position & both tubed are occluded.. Pathology test - on (B)(6) 2018: pathologic diagnosis a. Uterus, left ovary, bilateral fallopian tubes, total hysterectomy, right salpingectomy and left salpingo-oophorectomy: cervix: nabothian cysts. Uterine corpus: proliferative endometrium, adenomyosis, intramural leiomyomas. Right fallopian tube: unremarkable fallopian tube. Left ovary and fallopian tube: serous cystadenoma, cystic follicles. Unremarkable fallopian tube. Ultrasound pelvis - on (B)(6) 2017: impression: abnormal thickening of the endometrium. This is nonspecific. Suggest repeat ultrasound after 2 menstrual cycles. Benign left ovarian cyst / dominant follicle. The presence of fluid the adjacent left adnexa suggest partial cyst rupture. Ultrasound scan - on (B)(6) 2018: ultrasound findings reveal a 4 cm left ovarian cystic mass. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: vaginal haemorrhage, menorrhagia. Concerning the injuries reported in this case, the following ones were added from social media: headaches , pelvic pain, breast tenderness, feeling abnormal, palpitations, malaise, abdominal distension¸ back pain, flatulence, nausea, breast pain. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs, mr and social media received. Event injury nos was replaced by the new events: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dental problems: tooth decay and break, fatigue, weight gain, events added from social media: headaches , pelvic pain, breast tenderness, breast pain, feeling abnormal, palpitations, malaise, abdominal distension¸ back pain, flatulence, nausea, moody. Event outcome added for the events: fatigue, abnormal bleeding (vaginal, menorrhagia), weight gain, dental problems, migraines / headaches. Lot number was added. Lab data was added. Concomitant drugs, conditions, historical conditions and reporter's information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pain in my sides/pain once in a while on my right side') in an adult female patient who had essure (batch no. 754207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, arthralgia, multigravida, parity 3, dysfunctional uterine bleeding and uterine bleeding. Concurrent conditions included acute sinusitis, right lower quadrant pain, metrorrhagia, menses irregular, nephrolithiasis, ovarian cyst, menometrorrhagia, per vaginal bleeding, menstrual flow excessive, nabothian cyst, adenomyosis, ovarian serous cystadenofibroma, uterine bleeding and uterine bleeding. Concomitant products included mestranol;norethisterone (ortho novum) from 2013 to 2018 for bleeding genital as well as ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/heavy and blood clotty periods"). In (B)(6) 2014, the patient experienced dental caries ("dental problems:tooth decay"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue / fatigued") and was found to have weight increased ("weight gain/ ihave gained weight"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), breast tenderness ("my breasts are tender"), feeling abnormal ("my mind is foggy"), palpitations ("I have been experiencing like a rush in my heart (irregular palpitations)"), malaise ("feeling sick"), abdominal distension ("feel like bloated"), back pain ("back hurts"), flatulence ("gas"), nausea ("nausea"), mood altered ("moody"), menstruation delayed ("last menstrual cycle at the end of october now 11 december still no cycle/ mised menses"), tooth fracture ("dental problems:teeth break") and breast pain ("boobs hurt"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, breast tenderness, feeling abnormal, palpitations, malaise, abdominal distension, back pain, flatulence, nausea, mood altered, menstruation delayed and breast pain outcome was unknown, the vaginal haemorrhage, menorrhagia, dental caries, fatigue, weight increased and tooth fracture had resolved and the migraine was resolving. The reporter considered abdominal distension, back pain, breast pain, breast tenderness, dental caries, fatigue, feeling abnormal, flatulence, headache, malaise, menorrhagia, menstruation delayed, migraine, mood altered, nausea, palpitations, pelvic pain, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 180 lbs. Approximate weight at the time of essure placement 220 lbs. There were 4 trailing coils on the patient's left side. There were 3 coils on the patient's right side. Discrepancy in date of insertion ,(B)(6) 2010 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2017: impression: 1. Nonobstructive right nephrolithiasis. 2. Left ovarian cyst. Presence of free fluid might indicate recent cyst rupture. Correlation with pelvic ultrasound is recommended.. Hysterosalpingogram - on (B)(6) 2011: as per pfs: result: total bilateral occlusion. As per mr: impression: both the right & left essure devices are in normal position & both tubed are occluded.. Pathology test - on (B)(6) 2018: pathologic diagnosis a. Uterus, left ovary, bilateral fallopian tubes, total hysterectomy, right salpingectomy and left salpingo-oophorectomy: cervix: nabothian cysts. Uterine corpus: proliferative endometrium, adenomyosis, intramuralleiomyomas. Right fallopian tube: unremarkable fallopian tube. Left ovary and fallopian tube: serous cystadenoma, cystic follicles. Unremarkable fallopian tube. Ultrasound pelvis - on (B)(6) 2017: impression: 1. Abnormal thickening of the endometrium. This is nonspecific. Suggest repeat ultrasound after 2 menstrual cycles. 2. Benign left ovarian cyst/dominant follicle. The presence of fluid the adjacent left adnexa suggest partial cyst rupture.. Ultrasound scan - on (B)(6) 2018: ultrasound findings reveal a 4 cm left ovarian cystic mass.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: vaginal haemorrhage, menorrhagia. Concerning the injuries reported in this case, the following ones were added from social media: headaches , pelvic pain, breast tenderness, feeling abnormal, palpitations, malaise, abdominal distension¸ back pain, flatulence, nausea, breast pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-aug-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.